Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer investigation. The device history record was reviewed for the product involved. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. Based on the results of the device evaluation and DHR review, the legal manufacturer attributes the phenomenon to unintended use error due insertion of the device without a mouthpiece attached to the patient at the time of the case, as evidenced by information provided that a "bite scratch" was observed on the curved part. The likely cause of the reported phenomenon is attributed to the insertion tube bitten by the patient during the case.

Manufacturer narrative:
The device was returned to the service center for evaluation. During the visual inspection, the distal end of the insertion tube was found flattened. Additionally, the adhesive in the a-rubber was cracked and the bending section had scratches, likely indicative of biting. The most likely cause of the reported event was due to misuse of the device.

Event description:
Olympus received a complaint from the user facility stating that during preparation for use, the distal end of the insertion tube was damaged. There was no patient involvement.